Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of compromised force sensor system alarm, loose drive support cap and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 296 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that insulin shot out. The customer stated that the reservoir was empty after he corrected for the high readings. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion test, prime test and excessive no delivery test due to a33 alarm. However, the insulin pump was received with normal operating currents and passed a21 error test, self-test and the displacement test. The insulin pump had partially broken reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.